Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. The pump was able to be charged successfully with a different wall adapter and usb cable. There was no reported impact to the customer¿s blood glucose level.